Event description:
It was reported that the customer experienced a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various parts of the pump, but they were unable to successfully load the cartridge. As troubleshooting continued, the issue persisted, prompting a referral to escalated support. It was confirmed that all supplies were being used correctly and stored properly. Despite further guided attempts, the cartridge could not be loaded onto the pump. Consequently, the customer was assisted in obtaining a replacement pump, which was to be sent to them. They were advised on the necessary steps to prepare and return their current pump while being informed about the setup of their replacement device.